Manufacturer narrative:
(B)(4). D10: unknown head unknown, unknown liner unknown, unknown cup unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient was revised due to unknown reasons.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported as the alleged event is for a revision due to a liner implant fracture. This report should be voided.

Event description:
It was reported that the patient underwent an initial hip arthroplasty over fifteen (15) years ago. Subsequently, the patient was revised due a fractured liner. The liner and head were replaced.